Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a substance like a fiber or glue had been observed at the center of the back surface of the preloaded intraocular lens (iol). The particle was removed during irrigation and aspiration (ia), and the procedure was completed without problems. There were no health damages to the patient, and no problem in visual acuity has been reported. Through follow-up we learned, that the foreign material was removed and discarded. The iol did not appear to look differently cloudy. No additional procedures are planned. The lens remains implanted. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 23-jan-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: photographic evaluation was performed. Due to the quality of the photograph, the presence of any foreign material and a potential source for the complaint event could not be determined. The complaint device was evaluated under magnification. Viscoelastic residue was identified and was distributed through the cartridge, in the lens module, and under the lens module. No foreign material could be identified. Further analysis of the photograph could not determine if the picture displayed foreign material or a possible source for the complaint event. A review of risk documentation for this device did not confirm that the issue occurred during manufacturing; therefore, no further actions are required. The complaint issue of foreign material - loose was not confirmed during product evaluation. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.